Event description:
It was reported that the physician placed a cuff proximally and extended into left external iliac because there was a dissection in the iliac distal to the original limb.

Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 6.5 cm in diameter and is now 8.0 cm in diameter. It was reported that the patient was in for a routine follow up and had no obvious endoleak; however, the aneurysm sac was expanding. The physician planned to place a 28mm endurant cuff to gain about 10-12 mm of seal above the talent material. The stent graft appeared to have migrated 12mm. There was a dissection in the left common iliac. The physician planned to extend the limb down to the iliac bifurcation with a 16 x 13 or 16 endurant limb. There was no evidence of type ii endoleak. The physician noted that the leak might be from the top because there was only 9 mm of seal with the talent device at present. The physician performed an intervention and went well. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is doing fine. A review of returned films from 4 years post-implant revealed that the bifurcate was approximately 1cm below the lowest renal artery, with about 1cm of remaining proximal neck length. The proximal stent graft od is 25 x 27mm. The proximal neck is angulated 60deg approximately. The ipsi limb was placed into the left common iliac, and the contra limb and aneurx extension into the right common iliac. The max diameter aaa is 7.7cm and no clear endoleak could be seen. The left common iliac is dissected from near the distal end of the ipsilateral limb to the left internal iliac artery. The cause of the events are unknown. Earlier follow-up images were not provided.